Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Result: the complaint of ineffective stimulation was confirmed. As received, the extension was inspected under the microscope revealed broken wires from the weld for channel 6, channel 7 and channel 8 of the header. All other channels passed continuity and stress testing. As no impedance issues were reported prior to the explant procedure, the detached wire in the header was consistent while the extension was in the patient. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient (netherlands) experienced impedance issues on the scs system in the past. Subsequently, the patient underwent surgical intervention. During the procedure the system diagnostics revealed autoreduction on several contacts, however the impedances were normal.. The physician explanted and replaced the scs extension which resolved the issue. Reportedly, effective therapy was restored postoperatively.